Event description:
This lead was implanted on (B)(6) 2012. It was noted on (B)(6) 2013, patient died due to complete avb ill no escape rhythm. Physician could not find any stored arrhythmias when interrogating the device. On (B)(6) 2013, autopsy showed death due to circulatory failure. The physician was dr. (B)(6) at (B)(6) hospital medical department in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).